Event description:
Information received from the patient via the manufacturer¿s representative reported that their implantable neurostimulator (ins) was in an overdischarge (od). The patient¿s programmer and recharger were involved in a flood and were no longer working. This occurred a few years ago and had not charged since. The patient was seen by the manufacturer¿s representative today where they tried to interrogate the ins with the recharger and clinician programmer without success. A new programmer and recharger were ordered for the patient. A physician recharge mode (prm)-trickle charge was performed one time followed by 1.5 hours of charging with the resulting power-on-reset (por) was being able to be cleared. The patient was able to charge normally and was receiving effective therapy on follow up. The issue was reported as resolved. Additional information received from the consumer on (B)(6) 2016 reported that the patient¿s ins would not hold a charge. The reporter noted that the patient met with the manufacturer¿s representative at the healthcare professional¿s (hcp) office a couple of months ago where they spent a half a day hooked up to recharge. Before that it had been a couple of years since the patient last recharged. They did not turn the stimulation back on but was told by the representative to go home to charge and ¿see what it does overnight.¿ the consumer was redirected to the hcp to have the device checked and to resolve the recharging issue. The indication for use for the implanted device was noted as radiculopathy. Medical history of bilateral leg pain was also noted. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.